Event description:
Customer stated a blood glucose test was performed and the result was 382mg/dl. The customers family member called paramedics because patient was disoriented. When paramedics tested the customer blood glucose level was 33mg/dl. The customer was taken to the hospital where they were given food and juice and medication to bring up the glucose level. Controls were in range. An request was made for the return of the suspect device and replacement product was sent.